Event description:
The patient received an scs system on (B)(6) 2010. It was reported that the patient has stimulation but the charger would no longer locate the ipg. A replacement was sent to the patient, but it did not resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.